Event description:
Scanned a patient in the nv coil. When I brought her out she complained that during the "long" scan the sides of the machine got painfully hot and that's why she was moving during the exam. I looked at her right and left upper arms. Both were red and warm, the right much more than the left. She told me that the intense pain was gone and now it felt like a sunburn. I had the patient stay 20 minutes to observe the redness. It did decrease just before I allowed her to leave, but she said it was still warm. Manufacturer response (as per reporter):the rf amplifier output was found to be below specification. Review of this issue with ge healthcare engineering concludes that this did not contribute to the event. The low rf output power would limit (lower)the maximum amount of rf available for patient scanning. This would not contribute to a warming event.appropriate padding must be used every time without exception. Sheets and gowns are not a substitute for approved rf padding.